Event description:
Nurse investigated problems with PICC and possible infiltration. Line appeared to be intact with triple lumen. The grey port had been documented as being difficult to flush for 3 days. Swelling was noted distal to the PICC. Nurse tried to flush the grey port; the flushing could be felt by palpation 3-4 cm above the insertion site, and caused pain to the patient. The line was removed and replaced by a peripheral line. The PICC was assessed and was noted to have a rupture at the 3-4 cm mark. The patient did not sustain harm.